Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent, abdominal pain, chills, nausea, and vomiting. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On the same day, the patient began treatment for the peritonitis with vancomycin, daily (dose not reported) intravenously (IV). Two days later, vancomycin therapy was withdrawn. On an unreported date, the patient was treated for peritonitis with cefepime (1 gram per 8 hours) IV. At the time of this report, treatment with cefepime was ongoing and the patient remained hospitalized. At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal therapy was ongoing. No additional information is available at this time. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).